Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of interrogation difficulty and the link electronic module board was replaced and calibrated to resolve. It was also noted that the system fan was noisy and it was replaced as well. (B)(4).

Event description:
It was reported that the programmer would not interrogate patient devices. It was noted that two programmer heads were used and did seem to "find" the devices but the programmer would then not complete the interrogation. A test and calibration procedure was also requested. The programmer was returned for service. No patient complications have been reported as a result of this event.